Event description:
It was reported by the hospital that during prep of the device, the syringe was fully pulled back, but no negative pressure could be generated. The physician used another cypher (same size) to successfully complete the procedure. Upon receipt of the product for analysis, it was noted that the hub was cracked.

Manufacturer narrative:
No additional information is forthcoming from the reporter. The product has been received by cordis and a device evaluation is pending. The results will be submitted within 30 days of receipt. Cypher select product (cra/crb) is not distributed in the us; however, it is similar to us distributed cypher product (cxs).